Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia. An echocardiogram was performed, and the pump was repositioned, after which the ventricular tachycardia resolved. The patient was receiving intravenous amiodarone. The patient subsequently expired. Additional information indicated a purge flow decrease alarm. Purge flow dropped from 11 to 4, with pressure exceeding 1000. Purge tubing was inspected and replaced without resolution. Tpa was initiated through the pump. Purge flow and pressure were within defined limits following intervention.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.